Manufacturer narrative:
D9 - date returned to mfg.: 19-feb-2025 two hundred unopened packages of product 4042-2 lot # 6033530 were received for evaluation. Also provided were photos of a used syringe with an attached filter-pro that could not be decontaminated. Investigations were performed and twenty-two samples did not function as intended. Leakage was escaping through the top of the filter-pro, thus complaint confirmation. The maintenance log review found no entries relevant to the reported problem on the date of manufacture. The lot acceptance is based on c=0 (critical) visual inspection for damages, that affect function and DHR information indicates the lot met the established acceptance requirements. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked out of the filter pro cap during use. This. There were no patient harm or adverse events reported as a result of the event.